Event description:
A physician attempted an arteriotomy closure in the left common femoral artery, using the starclose device after an interventional procedure, in the right common femoral artery. When the vessel locator stopped at the intima, the physician pulled back and the vessel locator slipped out of the artery. The physician attempted to use the safety release button, but there was no button to press. The physician used scissors to go inside the notch of the safety release button was inside the clip applier. The physician removed the device from the pt and reverted to manual compression to achieve hemostasis.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.